Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. Ventilator logs were downloaded. No parts were replaced. Evaluation of received ventilator logs was performed. The reported stop of ventilation, patient disconnected alarm and technical error indicating a communication error cannot be confirmed in the logs. There are no records in the ventilator logs showing that the ventilator was in use on the reported event date and time,(B)(6) 2017 at 8:50 am. There are no technical error codes on the reported event date and during the period prior the event date, which indicates that there was no technical malfunction. The last successful pre-use check (puc) was performed on the event date before the reported stop of ventilation, (B)(6) 2017 at 02:01 am. The reported problem was not reproduced and no parts were replaced. The ventilator software was upgraded to newest version and the ventilator was cleared for use. The root cause of the reported event has not been determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator stopped ventilating, and generated a patient disconnected alarm followed by a technical error indicating a communication error. There was no patient harm reported. (B)(4).